Manufacturer narrative:
The complaint of a leak was confirmed and the cause was likely manufacturing related. Four photographs and one 18g insyte autoguard IV catheter were provided for investigation. A visual and microscopic examination of the IV catheter revealed no damage or defects. The photographs show what appeared to be blood within the safety shield and on the arm of an individual. The amount of blood supported the reported leak. It is possible that blood leaked from the flow control plug in the needle hub; however, the needle and safety shield could not be analyzed as they were not returned for investigation. There were no other similar complaints from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
IV cause a mess today, so much so that it sprayed up the arm of the nurse and onto her sweatshirt. No impact to the patient as the IV catheter worked and stayed in place throughout their procedure